Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing and had low fluid numbers. The upstream sensor is a known contributor to false upstream occlusion alarms and has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or med intervention is unk.